Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.

Event description:
The user facility reported that the patient had ischemia and a stroke during support. The medical staff reported that they had 2 or 3 strokes and 3 ischemic arms from axillary impella's this year. Apparently banner tucson's lab stated that their lab had shown partial thromboplastin time and anti xa's being sub-therapeutic. This has been corrected. They stated that 2 of the strokes were also hm3 patients and one was a catastrophic stroke. The account expressed their hesitation to use impella in recent months because of this. There are 3 suspected patients having had stroke and ischemia, however, the specific cases linked to them is unknown.

Manufacturer narrative:
Information was received that found medwatch report 1220648-2025-46644 was a duplication of medwatch report 1220648-2025-30314. All information regarding this patient will be reported under medwatch report 1220648-2025-30314.